Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injury. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with ventral hernia and left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1) and ventralight st mesh (device 2). Per operative notes, ¿an incision was made into the right midline of the abdomen. The ventral hernia sac was dissected out. A 3dmax mesh (device 1) was placed into the right midline and secure it with sutures. An incision was made in the left upper inguinal region. The hernia sac was dissected out. A ventralight st mesh (device 2) was placed into the left upper quadrant and closed with sutures.¿ attorney alleges that patients had infection, adhesion, nerve damage, pain, bulge on right side and bowel issue, painful sexual intercourse.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient sustained unspecified injury, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient sustained unspecified injury , however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injury. It is also alleged that the patient experienced emotional distress and the device was defective.